Event description:
It was reported that during the implant attempt, it took about 30 rotations to extend the helix, at which point it popped out rapidly, and would not stay in position. Multiple attempts were made, with similar results. During the last few attempts, the helix would not extend unless the lead was straight. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the proximal conductor appeared distorted. Blood was found in/on the helix/lobe mechanism, the outer insulation appeared breached cut, and the lead appeared to have been damaged at implant.